Event description:
Information was received from a patient (pt) regarding an external device .the reason for the call was patient reported that they kept receiving message no device found when charging the stimulator. Patient mentioned that they talked to their managing doctor and with medtronic rep named  and they tried to troubleshoot but still getting no device found and mentioned a software malfunction came up once that was cleared by resetting the controller. Patient mentioned that they tried to take the battery out and take it back in and pressed 'retry' and 'recharge' but they constantly receive the message no device found. They were unsure if it was the implant battery, controller, or the recharger having issue so they were referred to call pats. Agent asked if they had experienced any recent falls/trauma to the implant site. Patient's implant battery had migrated and created complications which lead to the implant battery needing to be repositioned or "mitigated" by another doctor. Patient stated the battery had felt like it was "tearing out of their skin," so their second hcp moved the battery and sutured "between pouches" but the patient's body seemed to reject internal sutures and moved the battery again, closer to the original implant site. Patient stated adaptivestim still didn't function correctly (but shows up as 'on' when interrogated by reps) because the implant battery wasn't 'flush' or 'straight' within the implant pocket. Issue). Patient was waiting on insurance to determine if they need to replace the battery but wanted to see if replacement equipment could resolve their difficulties with recharging. Agent informed the patient that for controller that was freezing up, reset usually resolve the issue. Patient confirmed that there's no damage on the cord of the recharger. Patient stated that this issue started in the morning,while also suggesting they kept receiving no device found every time they charged the implant since october. Patient provided conflicting information regarding the event and notify dates after referring to historical information but clearly stated they spoke to a rep in october about the connectivity when charging the implant. Agent had patient connect equipment to begin charging the implant during the call; they charged for a couple minutes before no device found came up. Patient confirmed they were not moving and the paddle was positioned correctly. A request was sent to repair to replace the recharger. Agent instructed the patient to monitor after receiving the replacement recharger and follow up with doctor if the replacement doesn't resolve their connectivity iss ues. Additional information was received from the rep saying they were made aware on wednesday(B)(6) 2026 when physician asked them what the software issue was and that they referred patient to patient services (pss) to see what was going on.rep said she met with the patient on (B)(6) 2026. She met with the patient because of her external device. Complaints. On (B)(6) 2026 rep looked up patient notes and in those notes, she noticed for the first time, that patient had a pocket revision on (B)(6) 2025. Rep brad reichert was present at that surgery. Rep brad is no longer with medtronic. There are no other reps who were aware of that surgery.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.